Event description:
It was reported to the manufacturer, by facility, lake marion nursing home, per facility one of their beds moved, slipped out from under a resident, while the resident was trying to get in it. Facility had two locking casters and two non locking casters at the time of the incident on their beds. Facility stated, the locking casters were locked when the caster swiveled and the bed moved. When this action happened the resident fell and hit their head on the floor, and died later from head trauma. The state of sc inspectors was in there, report is still being investigated.